Manufacturer narrative:
Weight: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a catheter steam pop occurred. During an ablation procedure for atypical flutter with an intellanav mifi open-irrigated catheter, while ablating the cavo-tricuspid isthmus (cti) at 45w with a flow rate of 30, they heard an audible steam pop. No patient complications were reported. No char or coagulum was found on the tip of the catheter. There was no notable increase in impedance observed. The procedure was completed successfully and the patient fully recovered.